Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to pain in two stages: removal of all bhr components on (B)(6) 2008 and total hip devices implanted in (B)(6) 2008.